Event description:
(B)(4) reported,"(B)(4) 2013: I had a revision of a right hip replacement on (B)(6) 2009. After years of pain and disability, in 2012, I went back to my surgeon. He performed another revision and said that there had never been any bone growth into the acetabular cup. He did not diagnose the nonunion when I went to hip with thigh pain in fall of 2009. In (B)(6) 2012, he said the nonunion was due to that fact that he ¿did not seat it right.¿ I don't know if he is covering up for stryker because he is a highly paid consultant for them. Dates of use: (B)(6) 2009 - (B)(6) 2012."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding acetabular component loosening involving a tritanium primary shell was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported acetabular loosening determined due to the minimal information received.

Event description:
Maude report mw5030970 reported,"volun 24-jul-2013: I had a revision of a right hip replacement on (B)(6) 2009. After years of pain and disability, in 2012, I went back to my surgeon. He performed another revision and said that there had never been any bone growth into the acetabular cup. He did not diagnose the nonunion when I went to hip with thigh pain in fall of 2009. In (B)(6) 2012, he said the nonunion was due to that fact that he "did not seat it right." I don't know if he is covering up for stryker because he is a highly paid consultant for them. Dates of use: (B)(6) 2009- (B)(6)2012."